Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm - leakage. Medical personnel encountered leakage during the use of an indwelling cannula and replaced it.